Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was kinked and twisted. An imaging core broken driveshaft and coax cable began 24.0cm from the distal end of the connector shaft. Impedance testing showed an electrical open at the proximal of the catheter.

Event description:
Reportable based on device analysis completed on 04apr2025. It was reported that visualization issues occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending (lad) artery. An opticross 6 hd was selected for ultrasound examination of the target lesion. During insertion, imaging was lost before reaching the lesion. The procedure was completed with another of same device. There was no patient injury. However, device analysis revealed the imaging window was twisted.